Manufacturer narrative:
Section d1 - brand name: corrected section d4 - primary unique device identification (UDI) number: corrected section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 6 days ((B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved when power was restored to the system, and no other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the patient had access to the v-lock ac power cord at the time of the event. The provided information indicated that the power cord likely became loose from the wall outlet causing the alarm. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to secure the mpu's power cord connection to the wall outlet. This section also provides guidance to ensure that the power cord does not accidentally become unplugged. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm while connected to the mobile power unit (mpu); the were noted to be admitted to the hospital at the time of the event. They denied audible tone or power change in process. Log files were submitted for review. The log fole displayed a few strings of power_cable_disconnect / low_power_hazard / no_external_power alarms on 13mar2024 while tethered to the mpu. It was noted that there was no interruption in pump support during these events. There were no other unusual events seen in the log files and the mechanical circulatory support (mcs) equipment was operating as expected. The mpu did have a v-lock connector on the ac power cord. The ac power cord did not come loose from the back of the mpu and it was presumed that the ac power cord came loose from the wall. The mpu was not removed from service.